Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a severe infection of the percutaneous lead exit site. The infection had reportedly spread deeper to the lvad. The patient has been on antibiotics but the next steps in treatment were not determined. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported driveline infection as well as direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product available for investigation. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infections as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30apr2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 30 june 2020, the patient went to the or again to get a deeper vac pump. The patient left the or with the deep vac pump and open sternum. Earlier vac treatment was superficial. On (B)(6) 2020, the patient returned to the or for removal of vac treatment and sternum closure. The surgeon did another change of driveline exit site position. They also used omentum flap to try to get better circulation in the infected area. The patient is still on oral antibiotics and has moved to a palliative care nursing home. There was no confirmation that infection has spread to the lvad but it is a deep infection that has reportedly been difficult to treat.